Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted and there was contamination on the battery board. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, there was a bga failure at the u104 (pxa) and u1003 (pld) processors. The root cause of the bga failure cannot be positively identified. The root cause of the inability to charge the battery packs cannot be distinguished between the contamination and bga failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.